Event description:
Shortly after changing rate, pt's returned volume was 1300-1700 ml (set at 800) on leg & analog. Wrights showed 950 delivered and 1200-1500 ml returned. When sensitivity lowered to .5, ventilator returned to normal. When ventilator changed for another 7200, ventilator returned to normal at both .5 and 2.0 sensitivity.